Event description:
During an ercp procedure, the physician used a wilson-cook web ii double lumen extraction basket. The extraction basket was advanced through the endoscope. Initial extension of the basket was successful. When a second attempt to extend the basket was made, resistance was encountered. At this time, the inner drive wire punctured the outer sheath near the proximal end of the device. The condition of the user and pt was reported as stable.